Manufacturer narrative:
Based on the information provided, the root cause of the alleged customer reported event is unknown. A review of the site's log review with a procedure date of (B)(6) 2019 revealed that the endoscope was installed on arm 2, and not the cautery instruments used in the procedure. The two cautery instruments used during the procedure were the monopolar curved scissors (mcs) and the maryland bipolar forceps instruments. However, in a system log review, it was confirmed that both these two cautery instruments were used in subsequent procedures. Therefore, this reported incident is being reported as a potential malfunction of the tip cover accessory that is used with the mcs instrument. This complaint will be reported due to the following reason: it was reported that after a da vinci-assisted sacrocolpopexy procedure, it was alleged that the patient had a burnt mark and bruising on the abdominal wall of the patient, with an allegation of arcing with no additional details. Although the surgeon indicated that a burn injury occurred, there is insufficient information provided to suggest that the patient sustained a serious injury. There is no information provided to indicate that the burn injury was life-threatening, the degree of the burn, if the burn required any medical intervention to prevent permanent impairment, or resulted in a disability or permanent impairment. Also, there is no indication that the patient required hospitalization due to the burn injury. The root cause of the reported event is unknown at this time.

Event description:
It was reported that after a da vinci-assisted sacrocolpopexy procedure, it was alleged that the patient had a burn mark and bruising on the abdominal wall. The burn mark and bruising were noticed on the arm2 port site. The surgeon thinks it was some arcing; however, they used very low cauterizing. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.